Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm needle went through catheter the following information was provided by the initial reporter. On (B)(6) 2025, an intravenous catheter was inserted into a patient. When the steel needle was withdrawn 0.2 cm during the venous catheterization, the soft needle on the outside was punctured when it was reinserted.

Manufacturer narrative:
1. DHR/bhr review (lot#4258121): 1) the products of this batch were assembled at intima ii auto line 3 in oct, 2024, and packaged at r240 package line in oct, 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The plant has no relevant test for this complaint. 4. According to the experience of previous market visits, it is recommended that: 1)before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 2) insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): there are no abnormalities in the manufacturing process and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle though catheter cannot be determined to be related to product quality.

Event description:
No additional information available.